Event description:
It was reported that during a procedure involving an intellatip mifi oi temperature ablation catheter, during ablation the irrigation tube was torn. The issue was resolved by exchanging the catheter. No patient complications were reported and the procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Therefore; a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during a procedure involving an intellatip mifi oi temperature ablation catheter, during ablation the irrigation tube was torn. The issue was resolved by exchanging the catheter. No patient complications were reported, and the procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
The intellatip mifi oi catheter was received by boston scientific for laboratory analysis. Visual inspection revealed that the irrigation extension tubing was found detached/separated from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observations.